Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implanted lead 977a260 5mm compact 1x8 and implantable neurostimulator 977118 intellis pro experienced high impedance on contacts 5 and 6 at 40000, and was unable to increase stimulation on the controller in group a.  The patient was treated for inability to control stimulation intensity by moving active electrodes off of contacts with high impedances, which resolved the issue. The patient was able to control stimulation intensity as desired again without loss of reported pain relief. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.